Event description:
Rptr had a herniated disc at l5/s1. Posterior lateral intervertebral body fusion and variable screw fixation plate was placed with left iliac bone graft. Pain and immobility progressed. Removal of plates done on 9/15/88. Since then rptr has tried to work but had a.c.l. Reconstruction of left leg and a herniated disc at c5-6 with no accidents being the cause and all surgeries on left side. Pt continues treatment.